Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead and device exhibited low out-of-range (oor) pacing impedance measurements as well as increased thresholds. The ra lead was abandoned electrically and remains implanted. To date, no adverse patient effects have been reported.